Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient representative that yesterday, they noticed that the dbs therapy app indicated that the therapy had been turned off. The caller did not expect therapy to be turned off. They turned the therapy back on, but they couldn't believe the patient didn't feel markedly different once the therapy was turned back on. The agent asked the caller if the patient had a change in symptoms while therapy was turned off, and the caller stated, "it's been progressively doing that during the summer, but they had another health concern as well that was causing them some pain - that wasn't helping." The caller thought the patient might have inadvertently turned therapy off about 3 weeks ago when they were checking the ins without assistance from the caller. The caller thought the patient might have gotten confused when they read instructions on checking the ins. The caller asked if the manufacturer could remotely check the ins and determine the date therapy was turned off. The agent reviewed that the patient would need to meet with their managing hcp to determine when the therapy turned off. The caller stated that the patient has an appointment with their hcp on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It is still unknown when/why the patient's therapy turned off. Patient needs to see doctor.